Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the device had failed the rate accuracy test with a reading of 10.7 grams out of tolerance (+/- 9%) during the preventive maintenance test on 8100. The customer performs the calibration of the device successfully and the retest of the post-verification fails low @10.97 grams on the rate accuracy. The customer tries a different device and passes with no problems and collects volume of 11.91 grams on retest with a known working unit. The tech support suggested to customers that when performing pms and/or calibrations they need to use the part 8100-rcs set and informed this being an older device the bezel assembly will need replacement and would be needed to execute preventive maintenance. Informed customer of any further concerns and/or issues to give a call back. End call. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8015 had error 120.4630. There was no patient involvement.